Event description:
The patient was undergoing a medical procedure using a neuron max and two unknown neuron select catheters. During the procedure, the physician experienced some friction when advancing the neuron select catheters through the neuron max. Upon removal, it was noticed that the neuron max was ovalized.

Manufacturer narrative:
Result: the distal tip of the neuron max 088 long sheath was ovalized. The neuron 6f select catheters were evaluated and no visual damage was observed. Conclusion: the complaint has been evaluated. The complaint indicates that friction was felt while introducing neuron select catheters into the neuron max 088 long sheath. Evaluation of the returned products confirmed that the distal tip of the neuron max 088 long sheath was ovalized. A 0.088" mandrel was introduced through the hub of the neuron max 088 long sheath and advanced distally until it reached the damage at the distal tip where the mandrel could not pass. The neuron max 088 long sheath is non-functional. The neuron 6f select catheters were fully functional. The ovalization is likely the cause of the friction that was felt when attempting to advance the neuron select catheters through the neuron max 088 long sheath. This type of damage is typically caused by mishandling when the inserting the device into the patient. These devices are 100% visually inspected for damage during process inspection. In addition, these devices are packaged in a shipping tube to protect from damage during shipping and storage.